Event description:
It was reported that during a patient event, the shock button did not work when the end user attempted to deliver a defibrillation shock to the patient. When the user tried to deliver the defibrillation shock the second time, it worked. The patient eventually did receive a defibrillation shock and did not suffer any adverse effects from the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.